Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing while the tubing was being primed. During troubleshooting with tandem¿s technical support, the customer was not removing air from the cartridge during the load process. Reportedly, the customer loaded a new cartridge. There was no reported impact to blood glucose.